Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 09/2021).

Event description:
It was reported that during a recanalization procedure of a highly calcified target lesion below the knee, the tip of the catheter allegedly detached. Patient status was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g5. H10: b5, d4 (expiry date: 09/2021), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of a highly calcified target lesion below the knee, the tip of the catheter allegedly detached. It was further reported that broken fragment remained inside the patient body. The tip could not be retrieved and was left in the peroneal artery. There was a small amount of blood flow in the peroneal artery prior to treatment, but the peroneal artery lost blood flow due to the remaining tip. Patient status was unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The distal end of the core wire along with tip of the catheter were detached. No functional testing due to the condition of the sample. Therefore, the investigation is confirmed for the alleged detachment of device or device component. A definitive root cause for the alleged detachment of device or device component could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. Expiry date: 09/2021 section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure of a highly calcified target lesion below the knee, the tip of the catheter allegedly detached. It was further reported that broken fragment remained inside the patient body. The tip could not be retrieved and was left in the peroneal artery. There was a small amount of blood flow in the peroneal artery prior to treatment, but the peroneal artery lost blood flow due to the remaining tip. Patient status was unknown.